Event description:
It was reported that a patient experienced an st elevation & air embolism. After changing the transseptal puncture sheath, an st segment elevation was noticed short after. Air was seen inside the patient on the ultrasound. The procedure had to be stopped due to an air embolism and the patient was taken to intensive care unit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).